Manufacturer narrative:
(B)(4). The device has been requested but not received. A follow-up medwatch will be submitted if additional information becomes available.

Event description:
"Difficulty to warm the patient's blood was observed. High temperature gradient. This is the 5th case this year 2016. Observation: the warming liquid appears to be bluish. Patient out with 36,5°c (central temperature). (B)(4).

Manufacturer narrative:
(B)(4). A quadrox-ID adult oxygenator was returned to the factory and investigated in the decontamination / complaints laboratory with a plastic bottle containing a bluish liquid taken from the water side. On flushing out the water side of the oxygenator, a few small particles were washed out and collected. It can be seen through the water connector that the particles are on the pur filter material and as a result restricting the flow of fluid through the fibers. The blood side was cleaned with sodium hypochlorite solution. The conclusion from the first inspection in the laboratory is that the particles observed on the fibers on the water side could be a possible root cause for the reported failure. A reduction in the flow would have an impact on the temperature gradient. A second investigation was performed. On the water side, there were particles that resemble verdigris. The particles stop the flow of fluid through the fibers. The solution that was returned along with the product is colored. During rinsing, the particles were flushed out and caught. The trapped particles partly dissolved leaving bluish flecks (the same color as the solution provided). The water side was cleaned with sodium hypochlorite. Most of the particles were removed. The product was then sent to the qa laboratory where the heat exchanger performance was tested according to lv 006, and the product passed the test, indicating that it was the particles (now removed) that were causing the blockage. It was confirmed by the ssu that a non-maquet heater/cooler unit was used.

Event description:
(B)(4).